Event description:
It was reported that a pump displayed a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to inspect and clean the pump's pneumatic tap area due to debris on the guide rail. After cleaning, the customer was able to successfully load the cartridge and resume insulin delivery. There was no need for cartridge replacement, and the customer was advised to monitor the system's performance.